Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted: 1566t competitor implantable pacing lead (B)(6) 2008; (B)(4) implantable cardioverter defibrillator (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) and superior vena cava (svc) coils both had high impedance that triggered an alert. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.